Manufacturer narrative:
The reported event is inconclusive, as the alleged device was not returned, and the reported event was not able to be reproduced in the returned representative samples. Evaluation of the representative sample noted: 25 unopened female external catheters (wicks) were returned. No visual defects were noted on all returned wicks. All wicks were inspected and found that all appeared to be assembled correctly, and no foreign matter was observed. A labeling review was not performed, as review of the labeling is unlikely to have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced pain and bleeding while using the purewick female external catheter. Customer called to see if they could not get a refund for the used unit. The representative explained our return policy and let them know, and the patient would log an st for the issue to see if there was anything representative could do. No medical intervention was reported. Per customer follow up received via phone on 31oct2024, it was reported that the patient developed rash, pain, urinary tract infection and bleeding while using the purewick. Their doctor prescribed antibiotics for the infection. Customer also states that the wick fell apart. Customer returned the sample for evaluation.

Manufacturer narrative:
The reported event was confirmed, manufacturing related. The potential root cause for this failure is process owner unaware of defect during assembly. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced pain and bleeding while using the purewick female external catheter. Customer called to see if they could not get a refund for the used unit. The representative explained our return policy and let them know, and the patient would log an st for the issue to see if there was anything representative could do. No medical intervention was reported. Per notification from investigator received sample on 22jul2024, the customer returned additional samples with lot number juhz0812. Per customer follow up received via phone on 31oct2024, it was reported that the patient developed rash, pain, urinary tract infection and bleeding while using the purewick. Their doctor prescribed antibiotics for the infection. Customer also states that the wick fell apart. Customer returned the sample for evaluation. Per investigator's notification received on 02jan25, it was reported that material separation was found against the product during sample evaluation .

Manufacturer narrative:
The reported event is inconclusive, as the alleged device was not returned, and the reported event was not able to be reproduced in the returned representative samples. Evaluation of the representative sample noted: 25 unopened female external catheters (wicks) were returned. No visual defects were noted on all returned wicks. All wicks were inspected and found that all appeared to be assembled correctly, and no foreign matter was observed. A labeling review was not performed, as review of the labeling is unlikely to have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced pain and bleeding while using the purewick female external catheter. Customer called to see if they could not get a refund for the used unit. The representative explained our return policy and let them know, and the patient would log an st for the issue to see if there was anything representative could do. No medical intervention was reported. Per customer follow up received via phone on 31oct2024, it was reported that the patient developed rash, pain, urinary tract infection and bleeding while using the purewick. Their doctor prescribed antibiotics for the infection. Customer also states that the wick fell apart. Customer returned the sample for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced pain and bleeding while using the purewick female external catheter. Customer called to see if they could not get a refund for the used unit. The representative explained our return policy and let them know, and the patient would log an st for the issue to see if there was anything representative could do. No medical intervention was reported. Per notification from investigator received sample on (B)(6) 2024, the customer returned additional samples with lot number juhz0812. Per customer follow up received via phone on 31oct2024, it was reported that the patient developed rash, pain, urinary tract infection and bleeding while using the purewick. Their doctor prescribed antibiotics for the infection. Customer also states that the wick fell apart. Customer returned the sample for evaluation.

Manufacturer narrative:
The reported event was confirmed, manufacturing related. The potential root cause for this failure is process owner unaware of defect during assembly. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced pain and bleeding while using the purewick female external catheter. Customer called to see if they could not get a refund for the used unit. The representative explained our return policy and let them know, and the patient would log an st for the issue to see if there was anything representative could do. No medical intervention was reported. Per notification from investigator received sample on 22jul2024, the customer returned additional samples with lot number juhz0812. Per customer follow up received via phone on 31oct2024, it was reported that the patient developed rash, pain, urinary tract infection and bleeding while using the purewick. Their doctor prescribed antibiotics for the infection. Customer also states that the wick fell apart. Customer returned the sample for evaluation.